Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and non-sustained episodes. In addition, there was possible oversensing and t-wave oversensing (twos) exhibited at times. The rv lead remains in use. No further patient complications have been reported as a result of this event.